Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin exited during priming, but the numbers does not appear on the screen. The customer stated when she first got the pump, she was hospitalized due to low blood sugar.